Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was added: 3331, 4109 and 10. H6: results code was added: 213. H6: conclusions code was added: 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of the implant body cannot be removed from the fixture mount was not confirmed. Visual evaluation of the as returned products identified minor signs of wear around the external threads due to usage. The device had no apparent malfunction. Functional testing was conducted. The returned devices were able to engage and disengage as normal. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. Finding a root cause is not applicable to this investigation as the reported malfunction did not occur and the reported event was unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided/unknown. Patient weight is not provided/unknown. Initial reporter¿s title is not provided/unknown. Additional 510(k) number is k962106.

Event description:
Doctor reports that the 1993 implant body cannot be removed from the fixture mount. Another implant was placed. Tooth site # 3.